Manufacturer narrative:
Unit pass self-test. Unit was successfully downloaded using thump software. On adapt, no relevant alarms were noted. Pump was cut open to perform a visual inspection and found moisture damage on pcba1. Isolate to electronic stack. Test p-cap locked in place properly during testing. The following damages were noted: cracked case, cracked case (battery tube), battery tube threads - cracked, stained keypad overlay, scratched case, and pillowing keypad overlay. In summary, customer concern for moisture exposure confirmed as corroded electronic assemblies were noted. Customer concern for cosmetic damage on pump confirmed per visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) , exposed to moisture and observed a foggy screen. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the fluid was present under the lcd screen. The pump rattles while the reservoir is inside of the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.